Event description:
It was reported that the patient underwent a surgery to remove the interbody device at l4-5, and re-fuse the l4-5 level via xlif. The xlif cage was packed with dbm and bmp allograft. No complications were noted. At 13 days post-op, the patient returned for post-op follow up. Since the surgery, the patient has had good resolution of her leg pain, but still reports some numbness and weakness to the left quadriceps. Radiographs indicate good position of the hardware. At 195 days post-op, the patient presented with burning dysesthetic pain in the leg. The pain begins in the left buttock and radiates down the leg into the calf. It is associated with numbness along the lateral aspect of the foot. X-rays indicate good position of the hardware. At 462 days post-op, the patient underwent a laminectomy lead placement for a trial spinal cord stimulator. No complications were noted. At 793 days post-op, the patient presented with postlaminectomy syndrome, and underwent placement of peripheral nerve stimulator electrodes (x4). No complications were noted. At 1489 days post-op, a CT of the lumbar spine indicated 'fusion across the l4-s1 levels' heterotopic bone formation within the left l4-l5 and l5-s1 foramen resulting in mild left foraminal stenosis at both levels. No evidence of central canal stenosis is present.

Event description:
It was reported that the patient underwent a 2 level l4-5 and l5-s1 posterior lumbar fusion surgery using rhbmp-2/acs in combination with a verte-stack capstone peek spacer, mastergraft matrix, rod instrumentation and a competitors graft matrix. The patient developed severe post-operative pain in back and leg. Radiograph images showed the capstone spacer migrated post-operatively, out of the disc space at l4-5 posteriorly and was encroaching on the patient's spinal cord. In 2008, the capstone device was explanted via a lateral approach. Another unknown spacer was implanted in combination with rhbmp-2/acs and a 20cc kit of mastergraft matrix and a competitors anterior plate. The patient developed severe acne cyst near the surgical site 2-3 weeks post-operatively. Pathology test revealed abnormal hormonal levels, eventually leading to patient having oophorectomy of ovaries for benign ovarian cysts. The patient's back and leg pain continued to grow in severity necessitating implantation of a pain stimulator, followed by a second pain stimulator. The 2012 MRI spine images reveal ectopic bone growth encroaching on l4-5 nerve root. No further information was reported.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that the patient underwent a tlif, xlif, and posterolateral fusion surgery on the lumbar region from l4 to s1. A lumbar MRI scan, performed on (B)(6) 2008, revealed potential migration of the cage, along with disc bulges and facet hypertrophy contributing to stenosis at the implant site, necessitating a revision surgery. On (B)(6) 2008, the patient underwent a spine fusion surgery on the lumbar region of her spine from vertebrae l4 to s1. A CT scan performed (B)(6) 2012 revealed heterotopic bone formation identified along the left foraminal region at the implant site. A CT scan performed (B)(6) 2013 revealed new bone formation encroaching upon her nerves at the implant site. A CT scan taken (B)(6) 2014 revealed hypertrophic ossification along left neural foramen resulting in neural foraminal stenosis at l4-l5 and l5-s1. Sometime postop, the patient experienced low back pain that radiates into her lower extremities. She has undergone pain stimulator implantation surgeries. The patient is unable to sit or stand for long periods.

Manufacturer narrative:
Review of a (B)(6) 2012 CT shows a tlif at l4-s1 with left side entry dlif. L4/5 bony foraminal encroachment noted at l5/s1 left.